Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated he's having some issues with his system. The patient stated their device does not work. Patient stated he's not getting stimulation and the last time he charged was a few weeks ago. Patient stated he doesn't use system much only when the pain gets bad. The patient was not getting connection with programmer or recharger. The patient was getting poor communication on both units. The patient also stated the doctor does not really know the device and that the doctor recommended to get the device. No further complications were reported. No additional patient symptoms were reported.